Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the ins recharger (37751) found that it had a defective recharge board. (B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins recharger had a blank screen and would not take a charge or power up when plugged into the desktop charger. The patient was subsequently unable to charge the ins, and experienced a loss of stimulation/return of pain. A new ins recharger was sent to the patient. No further complications were reported.